Event description:
An implant card was received regarding a patient who underwent a full replacement surgery. The patient's lead was replaced due to high impedance. A review of the available programming and diagnostic history showed that the patient had impedance values within normal limits after implant. No further relevant information has been received to date.